Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7208899, medical device expiration date: 2018-07-31, device manufacture date: 2017-07-27. Medical device lot #: 7338668, medical device expiration date: 2018-11-30, device manufacture date: 2017-12-04. Medical device lot #: 8018695 , medical device expiration date: 2019-01-31, device manufacture date: 2018-01-18. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes have gel drain in the inner wall of the tube. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for sample quality issues with the incident lots were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for sample quality issues with the incident lots were observed. Guidelines were provided for customer processing conditions that may have caused the issues. Root cause description: poor barrier and sample quality concerns in sst tubes (in this case) are a result of the customer stated processing conditions, namely an inadequate clot time (less than 30 minutes) and fewer than indicated complete inversions after phlebotomy.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes have gel drain in the inner wall of the tube. There was no report of exposure, serious injury, or medical intervention.